Manufacturer narrative:
(B)(6). Investigation summary: the 2pcs of returned samples were investigated, 1 sample cannula was broken, and found the adhesive was cracked; and another one met product specification. Based on the investigation above the complaint is not a manufacture issue. The returned sample was checked with ogp, we found the critical damage mark on the top of the adhesive bead, and the deformation showing on the surface of the broken needle point that would be caused by excessive force. DHR of lot 6155035 was reviewed and no abnormality found. Investigation conclusion: the 2pcs of return samples were investigated, 1 sample cannula was broken, and found the adhesive was cracked; and another one met product specification. Based on the investigation above the complaint is not a manufacture issue. Root cause description: the returned sample was checked with ogp, we found the critical damage mark on the top of the adhesive bead, and the deformation showing on the surface of the broken needle point that would be caused by excessive force.

Event description:
It was reported that a bd ultra fine¿ pen needle broke inside the patient's body. The patient had both a CT scan and x-ray and the needle was not detected. Patient went in for surgery and no needle was found.